Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 811-323, 510k # k981676 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal surgery to implant posterior fixation and interbody device at l4-l5. It was found that the low profile crosslink was dislocated at unknown time post op. The revision surgery was performed 5 weeks post op. Reportedly, the pedicle screw was replaced during the revision surgery. No patient complications were reported during and after the revision surgery.